Event description:
In 2009, patient implant of a 28-16-140bl bifurcated device, a 28-28-95rl suprarenal proximal extension, and a 20-20-55l limb extension. Follow up CT revealed a distal type I endoleak. Nine months later, the patient was treated with an additional limb extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.